Event description:
It was reported that during use with an unspecified bd pegasus¿ IV catheter system the safety mechanism would not activate and the needle was difficult to remove. The following information was provided by the initial reporter, translated from chinese to english: when the indwelling needle is used, the steel needle part cannot be taken out, and it will be punctured again after replacement, causing pain to the patient. Additional info received from the sales representative, and the description of the incident was updated as follows: sales has gone to the department to find the head nurse to understand the situation. It was preliminarily judged that it was a problem with the indwelling needle. The safety device could not be activated, and the puncturer pulled off the safety device with a sharp instrument, leaving the catheter in the blood vessel, which gave the patient a bad impression, but he has been appeased. The nurse removed the original indwelling needle, injected a new indwelling needle and gave compensation. Due to the complaint, the unreserved samples had been discarded by the nurses in the department at that time, and the samples could not be returned. The department really does not pursue responsibility for the incident, but only gives feedback on the incident.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. E.1. Initial reporter phone #: (B)(6). H.4. Device manufacture date: unknown. H.6.: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.